Event description:
It was reported the patient was implanted on an unknown date in 2013 with a tibia nail and 4 locking screws for treatment of a tibia fracture. It was reported that the patient developed pain and a non-union of the fracture, and 3 of the 4 screws broke. Patient was returned to the operating room, where the surgeon successfully removed the tibia nail and screws. The nonunion was revised to a variable angle locking anterolateral distal tibia plate with locking screws and the procedure was successfully completed. There was no extension of time. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date: date provided as only 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.